Event description:
The surgeon reported that during cataract surgery with implantation of the istent in the patient's left eye, the patient moved unexpectedly and the stent was inadvertently implanted into the iris, below the scleral spur. When the surgeon went to verify placement there was poor visibility from heme. He cleared with viscoelastic and then attempted to reposition the stent. During the repositioning attempt the iris root tore (approx. 2 clock hours) and a cyclodialysis cleft was created and the stent fell into the cleft. An attempt was made to retrieve the stent, but this was not successful and the stent was left in the eye. The anterior chamber was cleared (I/a) and the case was aborted. At the one-day postoperative visit the patient presented with hyphema, but no other problems were noted. Additional info has been requested.

Manufacturer narrative:
The stent remains in the patient and is not available for evaluation. The device history records were reviewed and there were no discrepancies or unusual findings. Cyclodialysis cleft, hyphema, and stent malposition are listed in the device labeling as known inherent risks or glaucoma stent surgery. (B)(4).